Event description:
It was reported to philips that the system did not startup at 00:00. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned vascular treatment and the procedure was completed as planned and by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system remained stuck at the 00:00 time countdown at startup. Review of the log file confirmed the malfunction with the frontal ippc (image processing pc). The failure analysis performed for the ippc showed inconclusive evidence of the reported failure. However, the fse replaced the ippc which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.